Manufacturer narrative:
Ous MDR. The device was not returned for an analysis. Thus, the analysis is based on the existing manufacturing documents. The manufacturing process of this device was reviewed. The manufacturing documentation showed no anomalies that could be relevant to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.

Event description:
Ous MDR. Ineffective ventricular pacing due to dislocation of the ventricular lead. The lead was exchanged. Explant date is not available.